Event description:
Reporter noted continuous firing in ready mode.

Manufacturer narrative:
H-10: device had been dropped. A co rep replaced control pcb and calibrated power settings. System met specs and was returned to customer. Component (suspect diode) was submitted for further evaluation and found not to be defective. Unable to reproduce failure detected in field. Suspect damage to system created high resistance short and produced failure mode. Failure continued until the component was removed and replaced. Device was subsequently recalled. Internal reference number cpa 130-98-071-cf. H-11: revised h7. This report was mailed in to FDA on: 8/6/1998. The manufacturers internal reference number is: 4-11542-1-98.